Event description:
It was reported that the gears on the zimmer skin graft mesher were damaged and need to be replaced. It was also reported that the cutters were skipping while meshing. The facility reporting the event is a cadaver tissue bank. As such, there was no report of patient injury.

Manufacturer narrative:
The device was returned to the manufacturer; however this investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.